Manufacturer narrative:
Follow up information received on 22-nov-2016: (B)(4). No further information could be obtained (no consent received). Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented increase or heavy blood loss during menstruation, seen as menorrhagia, and arrhythmia. According to additional information, essure had been removed. Menorrhagia is anticipated whereas arrhythmia is unanticipated according to the reference safety information for essure. Abnormal genital bleeding and menstrual pattern changes may occur during essure use. Given events nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Considering the majority of cardiac arrhythmias are caused by failure or disturbance of heart electrical system and given the essure's local action in fallopian tubes, causal relationship between the reported event and essure use is very unlikely. According to additional information, device removal was required. Then, this case was classified as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be requested.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) year-old female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. It was reported that one side went difficult. The consumer had a painful placement that lasted 1 day. In an unspecified date the consumer experienced increase or heavy blood loss during menstruation, lower back pain, nausea, tiredness, restless feelings, mood swings, arrhythmia, vaginal secretion, excessive sweating, carpal tunnel syndrome, and dry skin. In an unspecified date, she contacted her physician and a blood test was performed which showed pre-stage cervical cancer. As treatment, pre-stage cervical cancer burned away; physiotherapy. Unspecified treatment was planned. Follow-up received on 17-oct-2016 from a patient via letter in which she holds bayer liable for the damage caused (case marked potential legal): on (B)(6) 2011, the patient had the essure inserted (previously reported as (B)(6) 2011). After the insertion, several physical complaints started. In the meantime, patient has had follow-up treatments and the essure has been removed. Because of the complaints, patient is being impeded in her normal daily functioning and patient is suffering from injury. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and presented increase or heavy blood loss during menstruation, seen as menorrhagia, and arrhythmia. According to additional information, essure had been removed. Menorrhagia is anticipated whereas arrhythmia is unanticipated according to the reference safety information for essure. Abnormal genital bleeding and menstrual pattern changes may occur during essure use. Given events nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Considering the majority of cardiac arrhythmias are caused by failure or disturbance of heart electrical system and given the essure's local action in fallopian tubes, causal relationship between the reported event and essure use is very unlikely. According to additional information, device removal was required. Then, this case was classified as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be requested.

Manufacturer narrative:
This spontaneous case report was received by regulatory authority in netherlands on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on (B)(6) 2016. This case describes the occurrence of menorrhagia ("increase or heavy blood loss during menstruation") and arrhythmia ("arrhythmia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one side went difficult" on (B)(6) 2011. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), back pain ("lower back pain"), nausea ("nausea"), fatigue ("tiredness"), restlessness ("restless feelings"), mood swings ("mood swings"), vaginal discharge ("vaginal secretion"), hyperhidrosis ("excessive sweating"), carpal tunnel syndrome ("carpal tunnel syndrome") and dry skin ("dry skin"). Essure was removed. At the time of the report, the menorrhagia, arrhythmia, back pain, nausea, fatigue, restlessness, mood swings, vaginal discharge, hyperhidrosis, carpal tunnel syndrome and dry skin outcome was unknown and the procedural pain had resolved. The reporter provided no causality assessment for arrhythmia, back pain, carpal tunnel syndrome, dry skin, fatigue, hyperhidrosis, menorrhagia, mood swings, nausea, procedural pain, restlessness and vaginal discharge with essure. Most recent follow-up information incorporated above includes: on 8-aug-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 433 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority igz ¿ inspectie voor de gezondheidszorg (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 04-oct-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("increase or heavy blood loss during menstruation") and arrhythmia ("arrhythmia") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("one side went difficult" on (B)(6) 2011). As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("painful placement"). An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), arrhythmia (seriousness criterion medically important), back pain ("lower back pain"), nausea ("nausea"), fatigue ("tiredness"), restlessness ("restless feelings"), mood swings ("mood swings"), vaginal discharge ("vaginal secretion"), hyperhidrosis ("excessive sweating"), carpal tunnel syndrome ("carpal tunnel syndrome") and dry skin ("dry skin"). Essure was removed. At the time of the report, the procedural pain had resolved. The outcomes for heavy menstrual bleeding, arrhythmia, back pain, nausea, fatigue, restlessness, mood swings, vaginal discharge, hyperhidrosis, carpal tunnel syndrome and dry skin were unknown. No causality assessment was received for essure with regard to procedural pain, heavy menstrual bleeding, back pain, nausea, fatigue, restlessness, mood swings, arrhythmia, vaginal discharge, hyperhidrosis, carpal tunnel syndrome or dry skin. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: lawyer reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.